Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed on (B)(6) 2005 with unk zb devices. A revision occurred on (B)(6) 2017 due to recurrent dislocations from an unstable hip and high cobalt levels. During the revision necrotic bone and necrotic tissue was noted that was pulled from the bone, as well as metallosis along the trunnion. The liner and head were explanted and replaced. The complaint was confirmed based on the provided medical records. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. G3: manufacturer aware date is 18-sep-2023, not 15-sep-2023 as was originally reported.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02759; 0001822565-2023-02761. D10: unknown head; unknown stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision approximately twelve years post implantation due to recurrent dislocations, high cobalt levels and the muscle head pulling away from the bone. During the revision, necrotic tissue was noted. The head and liner were removed and replaced. Attempts have been made and no further information is available.